Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2, d4, d6(b), g2, g4, h4, h6.

Event description:
Patient reported left side rupture. Healthcare professional reported no complaint against the device. As it has been determined that there is no complaint against the device, this record is no longer reportable to FDA and will be un-reported. The device has been explanted,